Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed in the catheter tubing just distal to the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned, fracture edges which were rounded and polished due to repeated material wear, overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing), repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access, and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC line inserted on (B)(6) 2022 in right basilica. When they are doing care and maintenance at the health center, they see a leakage. On (B)(6) 2024, the patient is coming to the oncology day care and they are flushing the PICC line and can see a leakage between the wings and the catheter. They are taking the PICC line out. Patient is fine. Have been treated with irinotecan.

Event description:
It was reported PICC line inserted (B)(6) 2022 in right basilica. When they are doing care and maintenance at the health center, they see a leakage. (B)(6) 2024 the patient is coming to the oncology day care and they are flushing the PICC line and can see a leakage between the wings and the catheter. They are taking the PICC line out. Patient is fine. Have been treated with irinotecan.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.